Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had intermittent power. During a review of the issue, the reporter indicated that the battery compartment was cracked and the yellow o-ring on the battery cap was visible at the time of the power issue. The reporter indicated that there was no damage to the battery cap but the cap was unable to secure appropriately during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: a review of the pump black box revealed unexplained pump reboots. The battery compartment was found to be cracked on the side from the cover to the threads. The returned battery cap has stripped threads and is unable to fully attach to the pump. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The pump case was removed and there was no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the display appeared discolored.